Manufacturer narrative:
The reporting site radiographic technologist (rt) declined to provide patient information. On 02/23/2016 a medtronic representative, following-up at the site, reported the logs state a signal state condition error on the imaging system side. The site had tried multiple times to re-start the imaging system with no resolution. Recommended the site wait to re-start the imaging system for an hour or so to see if time fixes it. Noted was that the led on the interface board was not lit. On 02/26/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Resolution: found the imaging system was not taking 3d images and that the interface pcb had no lit led. Changed the interface pcb, the led lit. Changed the tube and ran all calibrations. The imaging system passed all tests and was up and running. On 03/16/2016 software investigation completed. Findings are that this is not a software issue. The issue was caused by tubes anode not spinning. Changed the tube and ran all calibrations. The imaging system passed all tests and is up and running. Software is functioning as designed. Return requested for pcba intfc ctrl, x-ray a132 tube and pcba atp console. Replacement devices shipped to site. All 3 suspect parts were returned to manufacturer on 03/04/2016 for analysis and are currently under analysis. No further issues have been reported.

Event description:
A site representative, radiographic technologist (rt), reported that while in a spine procedure, their imaging system was not taking a 3d image. They did acquire 2d images without issue. Gantry leds would flash when the 3d image button was pressed, however, the gantry did not rotate, and no beep was heard. In trouble-shooting, the rt attempted to use the imaging system foot pedal and re-booting the system, however, the issue persisted. Delay to surgery approximately 30 minutes. The surgeon opted to continue using a c-arm and completed the procedure without the use of the navigation system and without the imaging system. Delay in therapy was 30 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic investigation of returned suspect pcba atp console was unable to replicate the reported issue: installed atp console in the imaging test system and the system readied as expected. All motion, generator, peripherals, 2d and 3d imaging were successful. No problem found. Medtronic investigation of returned pcba intfc ctrl was unable to replicate the reported issue. The control board was installed on the imaging test system and found the system readied and all functions, including 2d and 3d imaging were as expected. Visual inspection confirms ds1 is not illuminating. Pcba is functional but ds1 is not illuminating. Medtronic investigation of returned x-ray a132 tube is on-going.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the reported issue was not caused by the x-ray a132 tube. The tube was installed in the imaging test system (in conjunction with associated interface control board reported in follow-up #1) at power on, the system achieved ready and both 2d and 3d images were successfully taken. Following the successful images, gain calibrations were attempted. The flouro gain was successful; rad gain cal was not successful. Individually, hi gain, or low gain would come within range, but adjusting into the expected range, would result in the other leaving the expected range and the calibration would fail. Allowed to operate an additional 3 weeks. Rad gain remained unsuccessful, 2d and 3d imaging were successful. Although testing found the rad gain cal was not successful this finding was not the cause of the reported event. The cause of the reported event could not be determined via testing of the x-ray a132 tube, pcba atp console, or pcba intfc ctrl components.